Manufacturer narrative:
The failure investigation has been completed and the alleged issue of battery unresponsive issue could not be verified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the pump battery was unresponsive. Customer¿s blood glucose level was 400+ mg/dl. The customer reverted to an alternate method in insulin therapy.